Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the battery is dead and will not charge. Caller did not have further details, only that patient was scanned previously in 2017, so this issue must have occurred after that time. No symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient quit using the device a year prior to the report because the battery only held a charge for 2 days and they needed to change for other medical reasons. The patient said the unit never worked as promised and with every movement it would change intensity. A painpump was installed and the issue was not resolved. No further complications were reported.